Event description:
On august 4, 1992 the patient underwent an examination under anesthesia, a dilation and curettage and a laparoscopic right salpingo-oophorectomy using the auto suture multifire endo gia 30. Twice while stapling the utero ovarian pedicle the auto suture multifire endo gia 30 3.5 disposable loading units failed to fully staple and cut the tissue. Additional staples were placed and the tissue was manually incised.several hours post surgery the patient's abdomen became distended and her hematocrit dropped. The patient was returned to o.r. Where laparoscopically, bleeding was found to be emanating from the site of the utero ovarian pedicle where the auto suture multifire endo gia 30 3.5 failed to fully staple and cut the tissue. The hemoperitoneu, was evacuated. Hemostasis wasacheived by bipolar cautery. The patient remained in the hospital for several days and was discharged in stable conditiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.